Manufacturer narrative:
(B)(4). Additional information received on (B)(4) 2008: (B)(4)results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a (B)(6) female who began treatment with poly-l-lactic acid (scultra) for the first time on (B)(6) 2008. On (B)(6) 2008, about 36 hours after the application, the patient experienced blotches (marks on the skin, no itching, some of them have white spots at the center) on the legs. These blotches are getting better and the patient's physician does not associate them with poly-l-lactic acid. According to the patient, the physician believes the blotches could be due to a virus. Additionally, the patient reported that she also had about 48 hours after the application, swelling and pain on the knees, which she completely recovered from approximately 24 hours after the appearance. No adverse reaction was reported on the local of the application (face) and the patient does not intend to interrupt the next cycles of poly-l-lactic acid. The outcome is ongoing. The reporter's causality is not provided.